Manufacturer narrative:
On (B)(4) 2013 an ocd field engineer (fe) arrived at the customer site and performed reader camera adjustments and created a new reference image. The customer ran qc and accepted results. Repairs have returned this instrument to expected operation. (B)(4).

Event description:
The customer reports that the provue gave negative results for one patient that is a rh d known 2+ in the tube method. No erroneous results were reported.